Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported right side rupture, "accumulation of seroma" and inflammation (confirmed by physician). The patient underwent antibiotic therapy several times (ceftriaxone). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6 visual evaluation: device photograph(s) for the device related to the reported event of rupture, seroma-late and local reaction requested on (B)(6),2025. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ local reaction: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture, "accumulation of seroma" and inflammation (confirmed by physician). The patient underwent antibiotic therapy several times (ceftriaxone). The device has been explanted.